Event description:
Baxter paclitaxel set (product # 2c7558) which is a special tubing used to infuse the chemotherapy drug (niosh group 1) paclitaxel. We have had the tubing leak on two separate patients in the past 7 days. Both paclitaxel sets were lot# r21g23044. The chemotherapy was noticed by our rn's to be leaking from where the drip chamber connects to the tubing (on both patients). A chemo spill subsequently occurred and had to be addressed on both patients. FDA safety report ID# (B)(4).